Event description:
A hospital reported to our distributor that 2 x rt240 adult breathing circuit y connectors had the plastic "inner ring missing" that allows patient interface connection. No patient consequence was reported.

Manufacturer narrative:
The returned devices were visually inspected. Results: when inspecting the rt240 breathing circuit y connectors, it was confirmed that the inner tapered tube connection had broken off. The outer tube connection was intact. The y-piece connectors were moulded in cavity 4 of the mould tool. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusions: the inner tapered tube connection has adhered to the mould tool during ejection of the part and broken off. This fault is usually recognized by the operator and all the affected parts are rejected. At this point, maintenance of the tool is carried out to rectify the problem. The device was out of specification. This will be brought to the attention of manufacturing team members. No further investigation will be conducted on this complaint.